Event description:
Customer called to report the insulin pump alarmed for off no power and motor communication error. Blood glucose reading was 87 mg/dl. Troubleshooting was performed and the alarm could not be cleared. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had constant unexpected off no power alarm then a39 alarm after battery insertion, problem isolated to I/b. Minor scratched display window, cracked battery tube threads and cracked reservoir tube lip noted.